Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis was not replicated but confirmed the customer complaint. A visual inspection revealed no issues that could be directly linked to the reported event. The universal power distributor (upd) was installed onto the golden system, where the component functioned as expected. The unit was run with the golden system for 10 power cycles and was idled for 1 hour, with no error codes being triggered. All nodes were present.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a training, a clinical sales representative (csr) reported a non-recoverable fault 31221. Multiple restarts were attempted, but the issue persisted. The technical support engineer (tse) suggested performing a hard power cycle and checking the system again. There was no report of patient involvement. Intuitive followed up and obtained additional information. The issue was resolved after performing a hard power cycle. Customer confirmed that this system is not intended for human use and usually do not receive follow up questions in such cases.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) and universal power distributor (upd). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.